Event description:
The customer reported a leak of inside their coulter lh 500 hematology analyzer instrument as well as noting about 2mls of liquid underneath the instrument. The customer also repeated the instrument was locking up. The fluids associated with this leak are: lyse s iii, 5c control, retic c control and retic pak reagent b (stain clearing solution). Customer technical support, instructed the customer to cycle power on the instrument. When the system powered up a low vacuum error was generated, therefore, the customer performed a system test to monitor vacuum and pressure. At the conclusion of this test, the customer stated she received 'vacuum trap full' and 'rbc bath overflow message'. Cts instructed the customer check the right side to see if vacuum trap had fluid and she discovered lh coulter cleaner reagent on the counter underneath the lh 500 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. A field service engineer (fse) reported intermittent instrument issues. Instrument locks up, noticeably when diluting or priming. System download locks up when the unit is turned off then on. The fse replaced 376 cpc cd. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record.

Manufacturer narrative:
The cause of the leak is unknown. (B)(4).

Manufacturer narrative:
(B)(4)